Manufacturer narrative:
The final device was evaluated and the issue was confirmed; there were broken/damaged components. The device was repaired and returned.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the brakes were difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was evaluated in the field and the issue was confirmed; the device had broken/damaged components. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the brakes were difficult to engage/disengage. There was no patient involvement.